Event description:
The event was reported to the clinical safety officer that the device was used during a breast biopsy. The patient developed a hematoma and required exploration and ligation of a bleeding vessel.